Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Error e433 was unable to be confirmed. It was found that the contacts of the motherboard are corroded, which made the date and time incorrect. Based on the results of the investigation, the definitive root cause of the malfunction could not be determined. It is possible that the error was caused by a defective footswitch, cable connection, transformer, impedance converter, generator board, high voltage power supply, motherboard, or transient voltage suppressor diodes. Corrosion can cause degradation on electrical conductors and semiconductor materials which, in turn, can result in interruptions and therefore the partial or entire disruption of the functionality of the device. The following information for cleaning and disinfection, as well as the cleaning and disinfection procedures, are stated in the instruction manual: ¿cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol (less than twenty percent) and quaternary ammonium compounds (sani-cloth plus manufactured by pdi professional). Low-level disinfection efficacy has been validated with an alkaline disinfectant based on low alcohol (less than twenty percent) and quaternary ammonium compounds (sani-cloth plus manufactured by pdi professional at 3 minutes contact time).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.